Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of seven linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2018 after the patient's previous fundoplication was taken down. During the implant procedure it was noted that there "was a tremendous amount of scar tissue present around the fundoplication itself and well into the mediastinum" and that the "fundoplication had herniated up into the mediastinum within about a 5-cm hiatal hernia defect". During implant, the linx device was confirmed to be in a good position via an esophagogastroduodenoscopy (egd). The patient began experiencing dysphagia 3 weeks leading up to device explant. Endoscopy on (B)(6) 2018 visualized seven posterior beads eroded through the esophagus. The linx device was intact. The entire linx device was explanted endoscopically on (B)(6) 2018. The physician reported that the "explant went well" and that he "had no issues." The patient is "doing fine" since device removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of seven linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2018. The patient began experiencing dysphagia 3 weeks leading up to device explant. Endoscopy on (B)(6) 2018 visualized seven posterior beads eroded through the esophagus. The linx device was intact. The entire linx device was explanted endoscopically on (B)(6) 2018.